Event description:
Reported on 5 different patients: foley catheter leaking from y connector, foley catheter leaking from tubing at the y connector, foley catheter is leaking from the connection next to the y connector, foley catheter is leaking from connection near the y connector, and foley changed 7 days ago, with the same lot# catheter and current catheter is starting to leak as well.what was the original intended procedure?used for urine to drain in collection bag.device #1is this a laboratory device or laboratory test?no.